Event description:
Per surgeon, the groshong catheter was inserted in 2006 and then recently at oncology office there was difficulty opening catheter. Pt had distal part of catheter removed in radiology due to embolization of catheter. The remaining portion was removed in the surgeon's office.

Manufacturer narrative:
.